Event description:
It was reported that when trialing for femoral stem size,  one of the ¿flanges¿ inside the 32mm +0 trial head broke off. Delay from 1-30min was reported and back-up device was available. No injury or patient impact involved.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the attachment tabs on the device fractured off and was not returned. The device also had numerous nicks and gouges in the surface. The device exhibits signs of extensive wear/usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.